Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In following up for additional information on three patients reported for shell loosening, surgeon reported "I have another dozen patients that I am following, although they are painful, they do not feel the pain is severe enough for a revision at the current time..." Loosening was not specifically confirmed for these 12 patients.